Manufacturer narrative:
(B)(4). Concomitant products: 11-163688, 32mm m2a hi carbon hd std nk, 161400. 10-104056, m2a-t m/h rad 2hl shl 41/56mm, 916190. 103533, ti low profile screw 6.5x30mm, 968160. X180311, bi-metric/x por nc 11x135, 139960. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01038, 0001825034 - 2018 - 01039, 0001825034 - 2018 - 01040, 0001825034 - 2018 - 01041.

Event description:
It was reported that the patient's hip has been revised approximately nine years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been indicated for total hip arthroplasty revision approximately twelve (12) years post-implantation due to pseudotumor. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.